Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph provided by your facility. Bd received a q-syte unit inside an open package from lot 8298661. Through the visual/microscopic examination, we immediately observed that a slit cut was present on either the top or bottom disks. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced a clog/block and product damage/deformation which were noted prior to use. The following information was provided by the initial reporter: it's noticed that septum is closed after unwrapped the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced a clog/block and product damage/deformation which were noted prior to use. The following information was provided by the initial reporter: it's noticed that septum is closed after unwrapped the package.